Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged pump's buttons are less responsive and insulin flow blocked alarm. The customer reported no adverse event. The event involved products mmt-1884, mmt-332a and mmt-213a. Troubleshooting was not performed as the insulin flow blocked alarm was resolved in the past. No harm requiring medical intervention was reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-213a.

Manufacturer narrative:
All buttons function properly, and no anomaly noted. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test, self-tests. No unexpected insulin flow blocked, no delivery alarms noted during testing. Thump software was utilized and downloaded trace/history files properly. No unexpected insulin flow blocked, no delivery alarms noted during testing. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, keypad assembly, motor assembly and force sensor. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked keypad overlay, stained keypad overlay. All buttons function properly and no anomaly noted. Pump passed all testing required and insulin flow blocked/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.